Manufacturer narrative:
E.1: complainant street address: (B)(6) based on the available information, this event is deemed to be a serious injury. A complaint investigation has been initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports he "caths 4-5 x a day due to retention but does not know why. He said he is following up with urologist soon. He states in his recent order about half of the ones he used had dry lubricant which caused him a uti and 3-4 day hospitalization as he still used them with the dry lubricant. He said he gets over 200 catheters per shipment, and he has used up about half and the half of those had dry lubricant. He could not qualify how dry they were. He said they would stick more to packaging when he went to take them out of packaging more than others. He said finally he couldn't pass a catheter with this concern and had to go to the ER. He doesn't remember too much pain at all with use; stated he knew he had a uti but could not explain why just stating he knew how they felt as he had them in the past. In the ER they found him to indeed have a uti with urine testing, he was hospitalized for 3-4 days treated with IV antibiotics and had a foley in place during his hospital stay. He said he is on day 4 of an oral antibiotic prescribed to him at discharge and feeling better and able to pass his intermittent catheters now just fine." Unknown lot number or quantity affected.